Manufacturer narrative:
It was reported that the ventilator could not be shut down. It was also reported that the buttons and touchscreen were unresponsive. Per good faith effort (gfe) response received 10sep2025, the customer's hospital equipment department unplugged and re-plugged the power strip to resolve the reported issue. The customer's hospital equipment department unplugged and re-plugged the power strip to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator could not be shut down. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the ventilator could not be shut down. It was also reported that the buttons and touchscreen were unresponsive. This investigation is ongoing.